Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the patient was being referred out to neuro surgery. No further complications were reported.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of postlaminectomy pain and spinal pain. It was reported that the patient¿s battery was overdischarged. The patient was not compliant with their charging because they were hospitalized for an extended period of time. It was also reported that the patient had fallen multiple times. It was reported that the battery had been dead too long for a trickle charge to work. It was reported that the ins would be replaced in the future. No further complications are anticipated.